Event description:
Solution is leaking from the connection between the cadd cassette and the extension set. Rptr has had 8 reports involving several different lots of product. Both the cassette and extension set were used on each pt.